Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician had cut close to the right ventricular (rv) lead during open heart surgery and suspected it "wouldn't work". It was also reported that the ra lead exhibited high thresholds post open heart surgery. The rv lead was capped and replaced. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.